Event description:
The pt was staying at a friend's house in 2009. After seeing a bottle of contact solution in the bathroom, the pt proceeded to remove her contacts and stored them in a flat contact case with the solution found in the bathroom. The solution bottle indicated it was safe to use with soft contacts and looked like any other saline solution bottle. On the morning of the following day, the pt went to put her contacts in her eyes. At this point, the pt experienced excruciating pain and burning in her right eye. The pt's eye clenched shut, so removing the contact was delayed. Once the pt was able to remove the contact, she looked at the bottle of solution to determine why the burning was occurring. The pt still did not see anything to indicate why this adverse reaction occurred. The pt subsequently suffered a moderate hydrogen peroxide chemical burn to the right eye. This was discovered after the pt contacted her physician regarding the product used. At this time, the physician instructed the pt that "clear care" could not be used directly in the eyes and must first be neutralized to be safe. This product needs clearer warnings on the bottle and should look distinctly different than standard saline solutions. Any product that is used in the eyes should not have such a high potential for mis-use that can result in serious and potentially long-term damage. Route: ophthalmic. Dates of use: 2009. Diagnosis or reason for use: storing contact lenses overnight. Event abated after use stopped or dose reduced?: yes.